Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a bizact tonsillectomy, the patient had to be taken to the operating room five days after the surgery to control the bleeding. They cauterized with a suction bovie.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.